Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient began feeling weak. The patient¿s bg meter reading was 50 mg/dl. The patient reported attempting to calibrate her cgm device as it was inaccurate, but no specific cgm value was reported. The patient self-treated with ¿sugar¿ and then went to the emergency room (ER). At the ER, the patient was treated with an unspecified bag of IV fluid. The patient then refused to provide dexcom with any further event details. It was not specified how long the patient was in the ER prior to being discharged. The patient was in ¿good condition¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.